Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Concomitant products: 4592 implantable pacing lead (B)(6) 2004.

Event description:
It was reported that the patient presented to the emergency room with a heart rate in the 40¿s. The device was at elective replacement indicator (eri) but could not be interrogated. It was noted that the patient had been lost to follow up and had not had a device interrogation since 2009. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.